Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a frame rate error was displayed on 3d spins. Replacing the interface cable resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The cable has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, that the system was producing grainy 2d images and they were unable to take a 3d spin. The site restarted the system twice without resolution, the message ¿image frame rate error¿ was displayed. The site aborted use of the imaging system. Site used a c-arm. There was a delay to the procedure of 45 minutes. There was no reported impact on patient outcome.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that the cable could not establish communication with the validator for testing.